Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to receiving an error on the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. The customer's blood glucose (bg) decreased to 53 mg/dl. Chocolate milk was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.